Event description:
During a standard maintenance of a customer returned hd camera head, no image was displayed. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was shown when connecting the device to the video processor due to the charged coupled device sensor defectiveness. In addition, the cable protector was found shifted from a damaged mount. The probable cause of the malfunction was due to customer mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the faulty charge coupled device (ccd) unit could result in no image but the cause of the fault could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.